Event description:
Pt had segmentectomy for recurrence of lung cancer. (This was her second lung surgery). The surgeon applied a rapiseal patch to an air leak on a rough surface. Intra-operatively the rapiseal patch sealed the small leak. However, the pt was leaking at day one following surgery and the leak got worse. She was sent home with a heimlich valve. She came in for a follow-up and was still leaking air. The surgeon decided to reoperate, because she had a large space as well. In the re-operation (which occurred several weeks after the original surgery), the patch was still attached, but air was leaking through it and the patched tissue and that surrounding it has "necrosed."